Manufacturer narrative:
Popping sound. A ge service rep performed an on site investigation. The service rep could not duplicate the problem.

Event description:
It was reported that the 9800 system displayed a popping sound. No pt injury was reported.